Event description:
A search of the angio-seal database revealed no certification for this user. The IFU caution that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent.

Event description:
It was reported an angio-seal was used post right leg angioplasty. The pt presented 12 days later with a large femoral aneurysm. Attempts were made to inject thrombin into the aneurysm without success. An angiogram was performed from the left femoral artery and a stent was placed with good results. Three days later the aneurysm returned. A repeat angiogram, via the left femoral artery, showed that the stent had cut through the artery. The pt's condition would not tolerate surgery and later died. The physician commented that developement of an abcess post procedure may have contributed to the cause of the aneurysm.